Event description:
It was reported that additive was missing and hemolysis occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: all tubes are showing fibrin and some hemolysis. Additionally, on (B)(6) 2020. The bd sales consultant provided the following additional information received from customer: 1) how many inversions are done to the sample after collection? Homogenization by inversion of 5 to 8 times. 2) how long was the blood allowed to clot after collection? The clot retraction time is 30 min. 3) how are the samples transported (if they are). After centrifugation, the samples are transported in a thermal box, with recyclable ice, via a motorcycle courier. 4) is the patient on any anticoagulant therapy or have any bleeding disorders? The patients were elective and did not have bleeding disorders. 5) was it a difficult venipuncture? Venipuncture without difficulties 6) how are the samples collected? Needle/syrynge, via catheter, wingset... Collection is done with vacuum tube, needle on adapter. 7) was a discard tube used if collecting from catheter or IV line? N/a 8) any temperature issues for the sample - was there any exposure to heat or cold? There was no exposure to temperature extremes. 9) how long from collection to centrifugation? 30 minutes. 10) how were the tubes stored after collection (upright or on their side) the tubes always remain upright after collection. 11) were all samples hemolyzed or just these? The problem was evidenced in several tubes in the same batch. It was not possible to quantify because there were tubes distributed in several units - where we also identified the problem.

Manufacturer narrative:
Additional information received from customer has been added to b.5 see below: b.5. Describe event or problem: it was reported that additive was missing and hemolysis occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: all tubes are showing fibrin and some hemolysis. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information received from customer: 1) how many inversions are done to the sample after collection? Homogenization by inversion of 5 to 8 times. 2) how long was the blood allowed to clot after collection? The clot retraction time is 30 min. 3) how are the samples transported (if they are). After centrifugation, the samples are transported in a thermal box, with recyclable ice, via a motorcycle courier. 4) is the patient on any anticoagulant therapy or have any bleeding disorders? The patients were elective and did not have bleeding disorders. 5) was it a difficult venipuncture? Venipuncture without difficulties 6) how are the samples collected? Needle/syrynge, via catheter, wingset... Collection is done with vacuum tube, needle on adapter. 7) was a discard tube used if collecting from catheter or IV line? N/a 8) any temperature issues for the sample - was there any exposure to heat or cold? There was no exposure to temperature extremes. 9) how long from collection to centrifugation? 30 minutes 10) how were the tubes stored after collection (upright or on their side) the tubes always remain upright after collection. 11) were all samples hemolyzed or just these? The problem was evidenced in several tubes in the same batch. It was not possible to quantify because there were tubes distributed in several units - where we also identified the problem.

Event description:
B.5. Describe event or problem: it was reported that additive was missing and hemolysis occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: all tubes are showing fibrin and some hemolysis. Additionally, on 2020-06-30 the bd sales consultant provided the following additional information received from customer: 1) how many inversions are done to the sample after collection? Homogenization by inversion of 5 to 8 times. 2) how long was the blood allowed to clot after collection? The clot retraction time is 30 min. 3) how are the samples transported (if they are). After centrifugation, the samples are transported in a thermal box, with recyclable ice, via a motorcycle courier. 4) is the patient on any anticoagulant therapy or have any bleeding disorders? The patients were elective and did not have bleeding disorders. 5) was it a difficult venipuncture? Venipuncture without difficulties 6) how are the samples collected? Needle/syrynge, via catheter, wingset... Collection is done with vacuum tube, needle on adapter. 7) was a discard tube used if collecting from catheter or IV line? N/a 8) any temperature issues for the sample - was there any exposure to heat or cold? There was no exposure to temperature extremes. 9) how long from collection to centrifugation? 30 minutes 10) how were the tubes stored after collection (upright or on their side) the tubes always remain upright after collection. 11) were all samples hemolyzed or just these? The problem was evidenced in several tubes in the same batch. It was not possible to quantify because there were tubes distributed in several units - where we also identified the problem.

Manufacturer narrative:
Investigation summary bd received 4 photos from the customer for the investigation. The photos were reviewed and the indicated failure mode for fibrin and hemolysis was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, retention samples were evaluated and no issues relating to fibrin or hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure: hemolysis and fibrin because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples was acceptable multiple factors should be considered to mitigate the occurrence of hemolysis. They include: assuring gentle and complete tube inversions, extended fill time, use of a discard tube, extended tourniquet time, in vivo hemolysis. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. The function of the hemorepellant coating on the inner tube wall may be compromised when tubes are used past their expiration date or when tubes are stored at elevated temperature. Storage at elevated temperature and high humidity may further adversely affect the coating. Following the recommended storage and handling instructions will minimize occurrence of this observation. Fibrin is a naturally occurring phenomenon. A patient¿s clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the plasma. Other factors may include the following: storage conditions, temperature, and centrifugation conditions. Also assuring proper and complete inversions will mitigate the occurrence of fibrin. A review of specimen handling parameters should be reviewed for this tube type. This complaint has been confirmed on the photos only.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that additive was missing and hemolysis occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: all tubes are showing fibrin and some hemolysis.